Event description:
It was reported "this initial surgery performed in 2004 went without any complications. The representative stated that surgical protocol was followed, every step. The set screw was implanted and the lag screw handle was tried to rotate unsuccessfully. The surgeon backed off the set screw 1/4 to 1/2 turn. No representative was present during implant removal. Obivious migration of the lag screw had occurred. The implants were said to be removed without incident, with the lag screw being pulled out by hand without effort. Without re representative it is unclear if the set screw driver was used to loosen the set screw or if the set screw was free of rotational control at that point. A competitive product was used as a replacement device. He indicated that it appear on the lag screw to be dimpled where the set screw was tightened down.